Event description:
The pt called alleging that the meter did not power on for a day. The pt felt sleepy at the time of testing and took their oral medication. Later in the day, the pt went to see their physician and tested on the physician's meter and received a 178-179 mg/dl and was not treated. The battery was replaced less than a year ago and the meter would not power on. Customer service was unable to resolve the issue and sent the pt a replacement meter. This case is being reported as a malfunction, since the power issue was not resolved.